Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in previously implanted stent. Device issue: stent dislodgement. It was reported that the target lesion was in the lad, distal to a stent implanted in a previous procedure. The 2.5 x 15 mm promus stent was unable to cross through the previously implanted stent. While removing the stent delivery system (sds), the stent dislodged from the balloon and remained in the lad, in the proximal portion of the existing stent. Two balloons were used to fully deploy the 2.5 x 15 mm promus inside the pre-existing stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug-eluting stent in the us.